Manufacturer narrative:
(B)(4). Additional narrative: it is unknown if this device is available for evaluation; baxter is currently attempting to contact this customer to obtain that information as well as any additional information pertinent to this report. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the sample will not be returned to baxter for evaluation. Therefore, the reported condition of ruptured reservoir could not be confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA# idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
According to the customer, the patient was receiving 250ml of vancomycin (unknown concentration) every 8 hours. Each time the patient was about to complete therapy, the reservoir ruptured. There is no report of patient injury or medical intervention. No additional information is available.

Event description:
It was reported to baxter healthcare that the reservoir of one (1) ce intermate lv250 device had ruptured during patient infusion. According to the customer, after most of the medication was infused, the inner reservoir ruptures making a loud 'popping' noise and the remainder of the medication is collected in the housing; therefore, not all of the medication is infused. There is no report of patient injury or medical intervention. No additional information is available. The customer reported this has happened with a total of 4 intermates with the same patient. Ths is report 1 of 4 with the same reported problem from this facility for one patient.